Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately nine months post implant of the ICD system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from the physician office and funeral home were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Implantable pacing lead product ID 5076-45 implanted: 2011 (B)(6); implantable defibrillation lead product ID 693558 implanted: 2011 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary # analysis information -- product ID# d224drg. The device was returned and analyzed and no anomalies were found.